Manufacturer narrative:
The returned catheter was visually inspected and passed the inspection as per specification. Visual inspection showed that the shaft and tip/loop section were intact with no apparent issues; no kinks observed along the shaft, or tip/loop section. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Event description:
Information received by medtronic indicated that an adverse event occurred during a cryoablation procedure. No transseptal puncture was necessary because of pfo (patent foramen ovale). Transesophageal echocardiogram (tee) used during passage of sheath. At the beginning of the third ablation in the left inferior pulmonary vein, there was a decrease in the patient's blood pressure. Tee showed a pericardial effusion. After hemodynamic stabilization, the patient was transferred by helicopter to a hospital heart surgery unit, where a puncture of the left atrium was found and closed. There were no alleged product issues reported during the procedure. Device 2 of 2, reference MFR report: 3002648230-2014-00046.